Manufacturer narrative:
(B)(4). No failure of the subject airvo 2 was alleged and we can conclude that it continues to deliver therapy as intended. Following this complaint, we sought further information from the hospital. We were informed by the nurse that she was called in to assess the patient because the oxygen saturation had dropped to 70%. Upon looking at the flow meter on the pole of the oxygen set up, it was reading zero. It appeared that the oxygen flow meter had not been turned up. The patient was switched between a non rebreathing mask and nasal high flow interface during therapy, so it is likely that the oxygen hose was simply not re-connected. The patient was not responding to treatment, and the healthcare professionals believed she was not going to survive. This lack of oxygen therapy did not alter the outcome for the patient and she eventually passed away. We were further informed that the customer did not contact to complain about the device but wanted to understand how to set the machine so that it does alarm if the patient is not getting any oxygen. Additionally they confirmed that they had not set the low oxygen alarm on the airvo but had left it at the default setting of 21%. The low oxygen limit setting on the airvo has a default setting of 21% for use with patients receiving therapy without additional oxygen. When oxygen is to be entrained, the airvo low oxygen alarm limit can be set to 25%. The airvo 2 product technical manual informs the user how to set the low oxygen alarm and states: when set to 25% the unit will alarm if the measured oxygen fraction is below this value. This allows detection of oxygen being disconnected. The 900pt402 oxygen inlet kit is supplied with the airvo 2 humidifier and allows the user to connect supplementary oxygen via a barb connector, which is suitable for use with most common sizes of oxygen tubing. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."

Event description:
A hospital in (B)(6) reported that the oxygen supply was not connected properly at the wall outlet resulting in lack of therapy to the patient who was connected to a pt101 airvo 2. The patient was not responding to treatment, and the healthcare professionals believed she was not going to survive. This lack of oxygen therapy did not alter the outcome for the patient and she eventually passed away. We were further informed that the customer did not contact to complain about the device but wanted to understand how to set the machine so that it does alarm if the patient is not getting any oxygen.